Event description:
It was reported that in 2008, the pt desaturated and then went into cardiac arrest for 20 minutes while on the ventilator (the cause is unknown). Three days later, the father reported to home health care agency that the pt had severe brain damage. The pt was removed from the ventilator and placed on the hospital equipment until the parents cancelled the life support and the pt passed away.